Event description:
The port was placed 10/30/95, on the left side at another facility. In 4/96, the catheter was found to have broken off "at the intersection site" and migrated to the pulmonary artery. The pt had been receiving antibiotics and aspiration difficulties had been noted.